Event description:
It was reported that during a femoral osteotomy procedure the connecting screw on the inserter-extractor stripped and broke. The surgeon used an instrument from another set to complete the procedure. The pt was unharmed. An additional 30 minutes was added to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis: reported catalog number is no longer valid and has been changed to 332.16. The information associated with 332.16 is listed. The sample was rec'd and the connecting screw was broken. Visual inspection of the chisel handle noted a broken bolt possibly indicating a mechanical overload during device usage. There was nothing found to indicate there was a mfg related cause for the reported event. The lot number is invalid; therefor,e a review of the device history records could not be completed.